Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm or excessive no delivery alarm noted. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer also received the no delivery alarm when attempting to deliver a bolus as well as the motor error alarm. The customer's blood glucose was over 600 mg/dl. Through troubleshooting, it was found that the insulin pump was not dropped or exposed to moisture. The customer further was able to complete the rewind sequence on the insulin pump. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.